Event description:
It was reported that during an angioplasty procedure, the burr became stuck in the vessel and the pt was sent for surgery 2 days post procedure. The lesion being treated was located in the circumflex. The physician ablated the lesion and the burr moved past the lesion. The burr became stuck and the physician was unable to remove it from the vessel. A secondary wire was advanced into the vessel and a 1.5mm balloon was dilated proximal to the lesion. The burr was able to be extracted. "A stent was placed in the circumflex as well as in the proximal left main disease secondary to dissection of the left main." The pt experienced elevated cardiac enzymes 2 days post-procedure and a repeat angiogram demonstrated that part of the circumflex system had thrombosed. The pt underwent quadruple coronary artery bypass grafting. Pt status listed as "stable". In the opinion of the physician, this event was related to the pt anatomy and not product related.

Manufacturer narrative:
The device was discarded at the user facility, thus a returned product analysis could not be performed. The root cause of the event could not be determined. Should further relevant info be received, a supplemental MDR will be filed.